Event description:
This report summarizes one malfunction event. A review of the event indicated that model 600570 hickman d/l catheters experienced a material deformation. Of this event, the device was used on the patient with no reported injury. The age, sex, and weight of the patient was not provided. The 600570 hickman d/l catheters was not returned to the manufacturer limiting investigation.